Event description:
It was reported that a minicap packaging seal was broken, resulting in iodine sponge drying. The event was discovered during patient setup. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This report is 1 of 2.

Manufacturer narrative:
(B)(4). Manufacturing date for this lot was 4/24/14 ¿ 5/2/14. The sample was not returned for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).